Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature from (B)(6). The title of this report is ¿secondary displacement of distal radius fractures treated by bridging external fixation¿ which is associated with the stryker ¿hoffman ii external fixator¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from 2008 to dec 2009. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 19 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses loss of reduction. (Two cases after fixator removal) 1 out of 2 cases. The report states: ¿following the sofcot criteria, 17 patients had a loss of reduction but still achieved an acceptable final position. [¿] [¿] among the 17 cases with loss of reduction, seven (41.2%) occurred before the straightening, eight (47.2%) before external fixation removal, and two (11.6%) after fixator removal.¿